Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. The device was restored and low defibrillation impedance was noted. The patient was externally defibrillated to restore normal rhythm. Following this event, the patient was stable.